Manufacturer narrative:
Product ID 3776-45 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ lead product ID 3776-45 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 37092 lot# 298910002 serial# implanted: (B)(6) 2011 explanted:; product typ accessory product ID 355531 lot# n308816 serial# implanted: (B)(6) 2011 explanted:; product typ screening device product ID 3550-39 lot# n306797 serial# implanted: (B)(6) 2011 explanted: ; product typ accessory. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 37702, serial # (B)(4) showed normal end of life; telemetry and output ok. There was no significant anomaly.

Event description:
It was reported that the device was explanted and replaced (B)(6) 2012. Reason for removal was noted as therapy related: high amps were needed for efficacy. Possible longevity mismatch was noted. The patient outcome was recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.